Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The cardiomems procedure was abandoned due to difficulty advancing the delivery catheter on the 0.014 inch command guidewire. No 0.018 inch gudiewires were available, so the procedure could not continue. Additionally, there was difficulty removing the delivery catheter via the introducer sheath. The sheath was removed, followed by removal of the delivery catheter without the sheath. Tissue damage occurred during removal of the cardiomems delivery catheter.